Manufacturer narrative:
Device not accessible for evaluation.

Event description:
It was reported that the patient sustained third degree burns to thighs and inner thighs while connected to a mistral air. The customer stated they are not 100% certain it is from the device, but that is what the doctor documented, the nurse states that she remembers the patient was sweating profusely when they took off all the drapes and that the warmer was connected properly. The patient was seen at a different hospital for treatment of the burn so the customer did not know all the details but knew the burn wound excision with antibiotics occurred and allegedly 0.5% of the patients total body surface area had 3rd degree burns to the bilateral thighs. The customer stated the unit is no longer available and the serial number had not been recorded.

Manufacturer narrative:
A quality assurance engineer and quality assurance officer identified that it is not likely to get a third-degree burn with mistral air when used properly. The maximum temperature mistral air can heat air to is 43 degrees celsius. Based on the stoll-green curve, it is not possible for a surface temperature of 43 degrees celsius to cause a second-degree burn. Based on this information it was determined mistral air could not have caused a third-degree burn to the patient without additional factors being involved. Based on this information, it was determined that the alleged burn of the patient likely was not due to any component level defect or malfunction, however this could not be confirmed. Multiple attempts to get more information from the customer were unsuccessful.

Event description:
It was reported that the patient sustained third degree burns to thighs and inner thighs while connected to a mistral air. The customer stated they are not 100% certain it is from the device, but that is what the doctor documented, the nurse states that she remembers the patient was sweating profusely when they took off all the drapes and that the warmer was connected properly. The patient was seen at a different hospital for treatment of the burn so the customer did not know all the details but knew the burn wound excision with antibiotics occurred and allegedly 0.5% of the patients total body surface area had 3rd degree burns to the bilateral thighs. The customer stated the unit is no longer available and the serial number had not been recorded.